Event description:
Customer stated that while riding in the chair, the left side rear wheel allegedly came off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model r51, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1106645 rev g (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer allegedly fell out of the wheelchair when the left rear wheel fell off. He went to the hospital but had no injuries. An unknown person allegedly put the wheel back onto the power chair but the consumer stated that it was not on properly. Invacare gave the consumer contact information for a dealer in his area to contact for service.